Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty cassette was returned. Note: during investigation of returned meter, the result of 310 mg/dl was not found.

Event description:
Reporter stated customer tested on the mobile system at approximately 7:00 am and received a result of 310 mg/dl. Based on this result the customer injected 22 units of humalog. "Shortly afterwards" the customer felt unwell, dizzy, and had tremors. He then collapsed and was unresponsive. His wife called the family physician. When he arrived he injected the customer with glucose. The customer was then responsive. The ambulance personnel arrived and obtained a result, however, that value is not available. The customer was treated with a glucose drip and was transported to hospital. Customer arrived to the hospital at approximately 8:00 am and customer was discharged the same day at approximately 11:00 am. The customer has since recovered and is doing well.